Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the event occurred from a breakdown of the cable which caused the cable failure. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition camera head has a noisy image, and the image disappears, and the visual field is lost. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem was confirmed, no image and image disturbance. The image malfunction was attributed to cable unit failure. The cause of the cable failure is unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.